Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles and the customer experienced the high blood glucose. The customer¿s blood glucose was over 400 mg/dl. The customer was treated with a set change and used the insulin pump. Approximate size of air bubbles was 1/4 inch on the reservoir. The customer took out the reservoir from the pump and saw the air bubbles. The customer allows insulin to warm to room temperature prior to filling reservoir. The reservoir will not be returned for analysis.